Manufacturer narrative:
Lumenis investigated the reported event by contacting the facility directly for additional information which was provided. It had been confirmed that although the laser did not recognize the foot pedal at first, after three restarts of the system the foot pedal was finally recognized. The procedure was then completed with no report of patient complications. The device malfunction reported did not cause or contribute to any change in the patient's condition. Feeling that the foot pedal was not reliable, the facility ordered a new foot pedal. The old foot pedal, which the facility said to have a "break in the insulation (cable)" was not returned; therefore a failure analysis of the complaint device could not be completed. A review of the subject device history records (DHR) determined that the subject device was manufactured, tested, and found to have met all lumenis specifications prior to release of sale. A review and analysis of all available information indicated that the most probable cause of the reported event to be "operational context". Lumenis believes the problem was related to the operator's technique or use environment somehow inadvertently causing a break in the foot pedal insulation (cable) either during preparation for this case or prior to this case. The foot pedal has since been replaced with a new foot pedal. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
A foreign user facility reported that as their lumenis acupulse 40w laser was being switched on prior to a case, the laser did not complete its self test and kept on showing "foot pedal error". After the laser was switched on and off three times it passed the self test and the laser worked fine throughout the procedure. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.